Event description:
The customer alleged that the unit exhibited vacuum insufficient for plasma. The asp field service engineer (fse) serviced the unit for vacuum insufficient for plasma. The fse found oil mist filter smoking.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse found oil mist filter smoking. The fse replaced the whole filter housing and cleaned filters in vacuum pump and ran empty. The empty ran in under 27 minutes. There were no physical complaint reported.